Manufacturer narrative:
H10: additional manufacturer narrative: dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Ifus and manuals for device preparation and physician training contain similar information, although exact verbiage may differ, to instruct the user on how to implant the valve. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and/or procedural factors due to a complication of implanting the valve on friable tissue (due to endocarditis). A pseudoaneurysm is an extravascular blood containment by a wall developed with the products of the clotting cascade. The wall forms from fibrin/platelet crosslinks that is ultimately weaker than those of a true aneurysm. Risk factors for pseudoaneurysms include high blood pressure, high blood cholesterol, atherosclerosis, smoking, and a weak vascular wall caused by inherited connective tissue disorders such as marfan syndrome and ehlers-danlos syndrome. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient and/or procedural factors.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), g3, g6, h2, h4, h6 (type of investigation, investigation findings, and investigation conclusions). Dehiscence refers to the separation of the prosthetic valve from the surrounding heart tissue, typically at the sewing ring where the valve is sutured to the annulus. This separation can cause blood to leak around the valve (paravalvular regurgitation), reducing its effectiveness and straining the heart. This generally occurs due to patient-related anatomical factors, such as irregular anatomy, which may lead to increased stress on the surrounding tissue over time. This is often as a result of successive dilation of cardiac structures caused by progressions of valvular disease. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Ifus and manuals for device preparation and physician training contain similar information, although exact verbiage may differ, to instruct the user on how to implant the valve. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient and/or procedural factors due to a complication of implanting the valve on friable tissue (due to endocarditis).

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 48 days due to unknown reason. The explanted valve was replaced with a 29mm 11060a konect resilia aortic valved conduit avc. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, g3, g6, h2, h6 (clinical code, device code, type of investigation).

Event description:
It was learned through the implant patient registry and medical records that a patient with a 27mm 11500a aortic valve was explanted after an implant duration of 48 days due to dehiscence, severe aortic insufficiency and aortic root pseudoaneurysm. Per the medical records, the patient is s/p avr with patching a large aortic root abscess due to aortic valve endocarditis. About 6 weeks post implantation of a 27mm 11500a aortic valve, he presented with cardiogenic shock with severe aortic insufficiency and aortic root pseudoaneurysm. The patient underwent an urgent redo avr via bentall procedure, tv repair and CABG x1 in the same procedure. The newly implanted valve was found dehisced from a patch that was used to obliterate the aortic root cavity. The patch was also found to be detached from its origin. The 11500a aortic valve was removed and the annulus was debrided. A 29mm 11060a konect resilia aortic valved conduit was then implanted. Post-operative tee showed a well-seated and functioning aortic bioprosthesis with no tricuspid regurgitation. Postoperatively, the patient was transferred to the ICU in critical condition. On pod# 10, the patient was discharged.